Event description:
Edwards received information that a patient will be undergoing a valve-in-valve procedure on that day. A second device, 23mm bioprosthetic valve, was implanted into a 21mm bioprosthetic aortic valve. The reason for reoperation was stenosis. The original device has been implanted for approximately seven (7) years and eight (8) months at the time of this report. Patient was reported to be doing well after the procedure.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Should additional information becomes available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.